Manufacturer narrative:
This report is submitted on 9 april 2021.

Manufacturer narrative:
This report is submitted on 15 jan 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.